Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the external pulse generator's (epg) battery was depleting quicker than expected requiring the battery to be replaced every three hours. The epg was swapped out . No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer's comment of external pulse generator's (epg) battery was depleting quicker than expected requiring the battery to be replaced every three hours. No abnormalities were observed during visual inspection; however, the battery was found to have low voltage. Additionally, the printed circuit board assembly (pcba) was noted to be defective. The epg failed all incoming tests. The pcba and battery were replaced, and the liquid crystal display (lcd) was also replaced due to a design change. The epg passed all final tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis update: further analysis of the external pulse generator (epg) was performed. The main board was assembled into a g olden unit. Upon functional test ran on tester the device failed all tests. It was attempted to power on with known good batteries, all four led's lit up but did not complete the startup. A capacitor was replaced and the power was reapplied, however intermittent failure of bootup was observed. It was identified that the microcontroller (u34) has failed and it may result in failed bootup and rapid power consumption. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.